Event description:
2006-4-a female patient received three injections of supartz. The first and second injections went okay. The third injection was administered in a slightly different location due to some bruising, but seemed to be okay. However, two days after her third injection, she was hospitalized due to extreme pain and swelling of the knee. While in the hospital, her knee was drained and her knee improved. On the second day in the hospital, she began to experience swelling her hand. Her attending physician (while hospitalized) prescribed antibiotics due to infection (cellutis). The patient was released from the hospital on 2006-4, after three days of hospitalization. One day later the patient began to experience swelling in her foot and shoulder. Four days later the patient is currently bedridden with poor appetite and requires assistance. Note: prior to supartz injections, the patient experienced a slight heart attack and was implanted with a heart stent.